Manufacturer narrative:
The isocentric was found to be bent from user mishandling. The isocentric is only necessary when using ultrasound (sonography). X-ray was used in place of sonography prior to new isocentric installation. A new isocentric was later installed on (B)(6) 2010 and a second system check was performed according to the guidelines in the service manual after new isocentric installation. Complete device was examined with functional checks according to defined test procedures in the service guidelines. All results showed that the device was found to be within specifications after the isocentric was replaced. It was verified that the customer is in possession of the current operating manual. The manual for the device lists all warnings and cautionary statements regarding how to treat kidney stones. It was confirmed that the cause of the hematomas was due to the operator not properly running daily routine checks as defined and recommended in the operating manual. The pt recovered from the hematoma.

Event description:
Hematoma reported.